Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a cracked pump case near battery compartment that they noticed yesterday. The patient stated that there was no loss of power or self- reboot. The patient stated that there was moisture and corrosion in battery compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the damage with moisture issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the battery compartment is cracked. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Pump opened and no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.